Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds one day post implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.